Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
While reviewing the alarm log with the patient, (B)(4) found a system error 2240. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. The patient should be able to use the hc for the next therapy. Product surveillance (ps) contacted the patient who explained he did not disconnect at any time during therapy. The patient stated he heard the hc beep and saw the alarm. The patient stated he finished with manual supplies that night. The patient further explained he discarded the supplies and did not note the lot information. The patient was able to continue therapy the next night with new supplies. Ps asked if the patient had notified his nurse, and the patient said no, but that he would. No injury or medical intervention was reported.